Manufacturer narrative:
The insulin pump was received with no missing segments or partial display noted; the display is working properly. No display anomaly noted. The insulin pump powered up properly after battery installation. The insulin pump passed self test and a21 error test. No a21 alarm noted. The operating currents are within normal specification. The insulin pump monitored for several days and no failed battery test alarms occurred during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
Customer reported via phone, the insulin pump had alarmed unexpected restart, failed battery test, and it also had a partial display. Customer's blood glucose was 14.9 mmol/l. Customer stated the device seemed as it had moisture in the display. Customer was called back and advised to insert a new battery and the display seemed the same. Customer was advised to discontinue use of the device. Customer stated she didn't have a backup plan and was advised to call the hospital. The insulin pump is being returned to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.